Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specs up to (B)(6) 2013. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring between the (B)(6) 2014 and the last log entry on the (B)(6)2014. During this time the pad-pak became depleted and further pad-pak was installed which also became depleted. During testing, the returned pad-pak was inserted into the device and a device service required message was given. A test pad-pak was installed and passed self-test. The device delivered test therapy sequence without fault and an acceptable measurement was recorded. The current drain of the device was measured and indicated a fault. The fault could not be replicated with a good membrane fitted indicating a fault with the original membrane. It is reasonable to conclude that the reported fault can be attributed to membrane failure. The ten minute time outs and excess current drain would further confirm a failing membrane. A device switching itself on automatically can cause premature depletion of the pad-pak (battery). The initial pad-pak performed as expected for 46 months before issuing a low battery warning. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.